Event description:
It was reported that bd insyte cannula bends and breaks. The following information was provided by the initial reporter: report no. (B)(4) was received from the head of the adult impatient where she refers that when using a new medical device (intracath # 24) bd insyte brand, this during the puncture of the patient generates trauma in the vein since the cannula bends and breaks with the mandrel, causing the need to multipuncture the patient, additionally when removing the mandrel it does not have a security set causing biological risk for health personnel. This device is also difficult to handle since it has no guide to advance the catheter. As per the additional information picture provided by the customer is insyte 22ga (blue). Pr created for insyte 22 ga. Additional information received from the customer sep 10,2024. The picture provided is insyte 22ga (blue adapter), could you please provide the material and lot number of the insyte 22ga catheter? Material: 38831214, lot: 2185090.

Manufacturer narrative:
MDR is the result of the investigation finding. To aid in the investigation of this issue, three (3) picture samples for material 38831214 were provided for evaluation by our quality team. Picture one showed a needle through the catheter component. Pictures two and three showed the catheter not fully inserted into the patient vein and it was inferred that the cannula was removed before complete insertion of the catheter, causing the catheter to become bent. As a valid lot number was unknown for the affected insyte 22ga material, we were unable to perform a review of the device history records. It is possible that this event resulted from the use of the product. When performing the 360-degree rotation, the catheter may have been pushed forward, causing the catheter to become transfixed during the puncture, and when moving the catheter it was not fully inserted, causing the bending. This defect could result in the product assembly process if a failure in the vision system allowed a defective catheter to pass to the customer. Complaints received for this device and the reported defect will continue to be tracked and trended.